Event description:
Attorney alleges that after the plaintiff received temporomandibular joint surgery her condition did not improve, it actually worsened substantially. Attorney also alleges that the plaintiff developed a severe temporomandibular joint dysfunction, severe myofacial pain syndrome, fibromyalgia and chronic pain. The plaintiff will require further surgical procedures which may include, but not necessarily restricted to, bone grafting, temporomandibular jaw joints replacement and nerve severing. Plaintiff has suffered severe and permanent injuries, continues to suffer from emotional nervous upset occasioned by her injuries and disabilities.